Event description:
A third party report stated that a customer informed the representative that a child did not get enough oxygen during ventilation. The alleged contributor was a broken secretion view port at the control valve bond of the catheter.